Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of lost sensor alarm, calibration error and sensor glucose versus blood glucose differences from the sensor. The customer's sensor reading was 70 mg/dl while the blood glucose was in the low 200s mg/dl. The customer stated that he is new to sensors and was getting low alarms and troubleshoot alarms. The customer stated that the bad sensor alert occurred after a second consecutive cal error. The customer stopped troubleshooting due to sensor being pulled out of skin and the cannula was bent. The customer will return sensor for analysis.